Event description:
It was reported that sterile water did not return from the foley catheter. They put in some test water for injection, but the water would not return from the balloon, so they had to return it by hand.

Manufacturer narrative:
The reported event is confirmed via CAPA associated. This is addressed by CAPA 12474540. Photo samples were submitted showing the fully deflated catheter, no visible defects were noted from the photos. The silicone foley catheter was returned with the syringe. The catheter was inflated with 10ml methylene blue solution (mbs) using the returned syringe. No visible defects were noted. An attempt was made to passively deflate the catheter balloon, however, only 2ml deflated within 5 minutes. Per ip7603444 revision 0, the catheter must inflate and deflate with a syringe. The catheter balloon was then inflated with 10ml mbs using an in-house syringe, the balloon was able to passively deflate the 10ml solution within 57 seconds. The event is confirmed against the returned syringe. CAPA 12474540 identified the root cause of this failure as a combination of three (3) factors; provided water syringe does not meet user expectation for smooth engagement with the valve and no instructions are provided in the japanese IFU for aspirating to assist in deflation, deflation time or take off force criteria or specification to deflate the catheter has not been determined and it is unknown for the customers, inadequate process qualification performed with change in syringe supplier and mold change. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 12474540, however, DHR review was completed prior to CAPA association. Refer to CAPA 12474540 for further details. Correction: d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6) hospital (B)(6) hospital. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile water did not return from the foley catheter. They put in some test water for injection, but the water would not return from the balloon, so they had to return it by hand.